Manufacturer narrative:
The customer reported that the central nurse's station (cns) does not alarm any sound when an alarm occurs. The light on the alarm indicator lights up normally, but without sound. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) does not alarm any sound when an alarm occurs. The light on the alarm indicator lights up normally, but without sound. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) does not alarm any sound when an alarm occurs. The light on the alarm indicator lights up normally but without sound. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the cns did not exhibit audio alarms when an alarm occurred. He states that the alarm indicator was working fine that morning, and then the sound seemed to be off. The light on the alarm indicator lit up normally but without sound. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: root cause of the issue is identified to be user error as the audio device that was selected was the wrong audio output. Therefore, CAPA has not been initiated. Risk assessment of the reported issue is high.